Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer or user related (rough handling of device). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was kinking at the top of the urometer leading to retention. Per follow up via email on 10jun2021 the foley was used for two days after the catheter was inserted. The indwelling catheter was removed before it affected the patient no medical intervention was reported. Per customer via email on 16jun2021 it was stated that the customer had another defective indwelling catheter which was placed on 15jun2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was kinking at the top of the urometer leading to retention. Per follow up via email on 10jun2021, the foley was used for two days after the catheter was inserted. The indwelling catheter was removed before it affected the patient. Per customer via email on 16jun2021, it was reported that customer had another defective indwelling catheter which placed on (B)(6) 2021.